Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after a correction bolus was delivered, blood glucose (bg) was 40 mg/dl. Juice/glucagon were consumed to address bg. Customer acknowledged that the bolus information may have been entered incorrectly into the pump and declined tandem technical support¿s offer to review the pump data.